Manufacturer narrative:
UDI is not available as product information was not provided.

Event description:
Voluntary medwatch received states that the left ventricular (lv) lead exhibited a decrease in pacing impedance and high capture threshold resulted in loss of capture. Review of the device date indicated that the lv pacing failed to capture at the programmed settings. Further lead evaluation was suggested; no changes or interventions were reported. There were no patient consequences.